Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event, device code, expiration date, date implanted, date explanted, initial reporter, PMA/510(k) number, and manufacture date. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date. Subsequently, the patient was being considered for a revision on an unknown date, however, no revision has been scheduled as of yet.